Manufacturer narrative:
It was reported that the patient had a post operative hematoma that required going back to the or to drain. The physician took her back to surgery to drain. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146571

Event description:
It was reported that the patient had a post operative hematoma. Surgical intervention was undertaken on (B)(6) 2023, where the hematoma was drained.